Event description:
A leak was found in the heating bag after prefilling.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A visual inspection was performed and no obvious defects were found. Performed underwater leak test and found hole in the heater bag . This complaint was confirmed in the lab for a leak at the heater bag. Since a lot number was not available, a batch review could not be performed; however, review of the sample from the manufacturer confirmed the leak due to a hole, which was caused by a breaking of the flat tubing. However, it could not be determined how or when the tubing break occurred. Corporate product surveillance and renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. The root cause of the leak was found to be a hole at the heater bag. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.